Event description:
It was reported that the surgeon was inserting the screw and the tip of a matrix holding sleeve broke off. The surgeon retrieved the broken fragment, and used the other sleeve in the set to complete the procedure. No adverse effect on the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device history records showed that there were no issues that would contribute to this complaint condition. The supplier's certifications indicate the correct material was used and correct hardness values were obtained. The returned device was visually inspected and the threaded tip of the instrument was observed to be broken at approximately the first thread. The location of the fracture (1st full thread) indicates that the sleeve became loose during screw insertion which could have contributed to the breakage. Thsi complaint was deemed indeterminate from the product development evaluation. The measurable dimensions are within print specification. This complaint is invalid from a manufacturing standpoint. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2011.

Event description:
This is report 1 of 1 for file (B)(4).